Event description:
Information received with return of the explanted device notes that the device would not telemeter without a great deal of difficulty and gave strange readings. The device was working in the vvi mode and had been programmed to maximum output settings. The pacer was scheduled to be explanted at which time the patient presented in sinus rhythm at 37 bpm.~~~~~~